Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: pump was returned with the battery compartment cracked at case seal to the left side of the bumper pad. Cartridge compartment is cracked. Bolus button cover is torn- still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.